Event description:
The customer reported the camera head image was flickering and poor. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed; however, the possibility that the image flickered occurred at a lever where the subject could not be recognized could not be ruled out. Also, evaluation found the electrical contacts at the connector were corroded, the cable was loose and twisted, the free lock lever at the head was corroded, and the main body were scratched. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Since the image flickering was unable to be confirmed during device evaluation, a definitive root cause of the flickering image could not be determined. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.